Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, when the mapping catheter was inserted into the left superior pulmonary vein (lspv), the patients blood pressure decreased and a cardiac tamponade was confirmed through intracardiac echocardiogram. Drainage was performed and the procedure was stopped. Additionally, a perforation was indicated when the mapping catheter was inserted into the auricle. The case was aborted and the patient was not under general anesthesia. It was further indicated that the hospitalization stay was not extended. No further patient complications have been reported as a result of this event.